Event description:
It was reported that the pk dissecting forceps instrument was not working properly. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Recognition and engagement passed. Engineering also observed the distal end of main tube has a 1.85" long section, extending from the intersection between the proximal clevis and the main tube toward the housing, with material removed on one side of the tube. The damaged area has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is received.